Event description:
Event description cpi received information that this endotak down-sized lead (0125) was removed from service because of increased thresholds, increased pacing, no capture. The physician noted fluid in the insulation. Another (0125) lead was implanted.